Event description:
It was reported that pump took longer than usual to charge. There was no reported impact to the customer¿s blood glucose level. Customer did not decline follow up, and customer technical support planned to use report date as event date, documented the email in case notes, and created follow-up task, but no additional information was received regarding the outcome of the event.